Manufacturer narrative:
This supplement is also updating the agency on new information obtained from the surgery center on the patient's current prognosis, as well as from our internal investigation of the product's manufacturing and inspection records. On (B)(6) 2015, in a follow-up phone call with (B)(4), hso customer service lead, (B)(4), reported that "the patient was doing well" as of that date, after having undergone a hoya iol explant and implant of an anterior chamber lens upon rupture of the capsular bag when the hoya iol was explanted after the trailing haptic broke. The explanted lens was not returned; an investigation of the lens and injector could not be performed. A review of the production records by (B)(4), hoya quality assurance department, completed on (B)(6) 2015, showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The cause of the initial product malfunction could not be determined.

Event description:
The trailing haptic broke off in the injector just as the lens was implanted. The lens had to be explanted, as the lens was explanted, the doctor tore the bag in the eye. The doctor implanted with an anterior chamber lens in the pt's eye.

Event description:
The trailing haptic broke off in the injector just as the lens was implanted. The lens had to be explanted, as the lens was explanted, the doctor tore the bag in the eye. The doctor implanted with an anterior chamber lens in the patient's eye.